Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Analyst comments noted that there was blood and tissue visible inside returned helix, which was removed with alcohol. The helix operates within specification.

Event description:
It was reported that the lead's screw would not extend during the implant procedure. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.